Event description:
Information was received that the rod has not distracted since (B)(6) 2022 and the curve is now down to 40 degrees. It was additionally reported that the rod is clunking during distraction. No additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.